Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the 6mm x 24 inch cleo infusion set device had only 1mm cannula length remaining when the patient was changing out the site due to hyperglycemia. It was reported that "nothing was set after hyperglycemia, the patient followed the habitual treatment". No further adverse health outcomes were reported. See MFR: 3012307300-2016-00576, 3012307300-2016-00577.